Manufacturer narrative:
The quality records indicate that these components met all requirements to perform as intended. Trend analysis: trend has been identified and CAPA was initiated and performed. Event description (event details, per) - event summary: it is reported that there was a revision of a durom cup. The components were implanted on an unknown date and was revised on (B)(6) 2016 due to metallosis. Review of received data: no medical data such as x-rays, surgical notes or any other case-relevant documents received. Devices analysis: the durom cup shows slight damage from the revision surgery such as nicks and slight scratches. On the anchoring side a few remains of bone attachment are visible. Coarse damage can be observed most probably due to the revision surgery. On the articulation side of the durom cup numerous fine scratches are visible. When the components were received the metasul ldh and the head adapter were still assembled and were disassembled for the investigation using an adapter extractor. The outer surface of the head adapter shows some possibly organic deposits but is inconspicuous. On the inner surface of the head adapter surface changes due to fretting corrosion could be found. Additionally, at the proximal end of the taper, three marks can be observed on the inner surface. The reason for the marks stays unknown. The articulation surface of the metasul ldh shows several slight scratches. There are some isolated nicks and scratches probably deriving during or after removal. The head taper shows some possibly organic deposits but is inconspicuous. Review of product documentation: the compatibility check was performed from www.productcompatibility.zimmer.com and showed that the product combination was approved by zimmer biomet. According to the received information the implants were revised on (B)(6) 2016 due to metallosis. The components were implanted on an unknown date and revised on (B)(6) 2016. According to the release date of the products on the market, the revision occurred after a maximum of 11 years 3 months in vivo. The device examination of the received components showed only a few remains of bone attachment. The head adapter exhibits surface changes due to fretting corrosion on the inner surface. Based on the device examination it can only be hypothesized that the reported metallosis could potentially be attributed to the phenomena found on the head adapter. The reason for those phenomena on the adapter remains unknown. A comprehensive investigation into the experiences of users of durom/metasul ldh systems in the EU was conducted (CAPA (B)(4)). It included a thorough review of literature regarding the clinical performance of mom (metal on metal) devices and the durom cup specifically, interviews with users of the durom cup in resurfacing and ldh (large diameter head applications, independent radiological analysis of cases, analysis of explants and bench testing. The most probable root cause for the revisions for corrosion at the stem/taper adapter, lack of bone ongrowth of the cup, loose cups, pain, osteolysis, and milky fluid in the joint space was using a surgical technique which differs from the prescribed surgical technique. The results of the investigation indicate that the durom cup, when used as intended, is a safe and effective device and is performing commensurate with industry performance of similar mom devices. Based on the device examination it can only be hypothesized that the reported metallosis could potentially be attributed to the phenomena found on the head adapter. The reason for those phenomena on the adapter remains unknown. Conclusion summary: based on an extensive investigation of events reported from several user facilities outside the USA, zimmer identified that the most probable cause for the outcome observed was a loose or unstable cup that resulted from use of surgical techniques not consistent with the manufacturer's recommendations. As a corrective action, a retraining program for users outside the USA was initiated in november 2009 and reported to the national competent authorities as required. The durom cup reported in this case is not marketed in the USA. A similar cup, compatible with the metasul ldh femoral head, is cleared in the USA and a corrective action for this product was reported to the FDA in july 2008 as notification z-2415/2426-2008. Since this case is related to the issues for which zimmer implemented a corrective action there will be no further investigation. Zimmer (B)(4) considers this case as closed. (B)(4).

Manufacturer narrative:
The manufacturer did not receive devices or x-rays for review. Where lot numbers were received for the devices, the device history records were reviewed and found to be conforming. Based on an extensive investigation of events reported from several user facilities outside the USA, zimmer identified that the most probable cause for the outcome observed was a loose or unstable cup that resulted from use of surgical techniques not consistent with the manufacturer's recommendations. As a corrective action, a retraining program for users outside the USA was initiated in november 2009 and reported to the national competent authorities as required. The durom cup reported in this case is not marketed in the USA. A similar cup, compatible with the metasul ldh femoral head, is cleared in the USA and a corrective action for this product was reported to the FDA in july 2008 as notification z-2415/2426-2008. Since this case is related to the issues for which zimmer implemented a corrective action there will be no further investigation. Zimmer¿s reference number of this file is (B)(4).

Event description:
It was reported that the patient was implanted a durom acetabular component 54/48 code n on an unknown side (exact date not reported). The patient was revised on (B)(6) 2016 due to metallosis.